Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing aus was removed and a new aus was explanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence due to urethral atrophy and an old prb. The patient did not experience any adverse events and was good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.